Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. The root cause cannot be identified at this time. (B)(4).

Event description:
An inspector for health (B)(4) reported that a facility representative notified them that an intraocular lens (iol), which was clear when implanted, is now noted to have refractile inclusions termed "glistenings". These are affecting the quality and amount of vision. Facility information was not provided; additional information was unable to be obtained. This report is for a patient's left eye. This report is one out of eighteen total.